Manufacturer narrative:
(B)(4). Date of initial report : (B)(4) 2010. The incident sample has been requested, but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that after they sealed and cut the jaws could not be opened. It was removed by cutting the tissue with a bipolar forceps. There was no pt injury.